Event description:
Following a diagnostic procedure, an angio-seal device was placed. Persistent bleeding was noted at the puncture site while the tension spring was in place, therefore manual pressure was held. The pt's pedal pulses were noted to be greatly decreased, and the femoral pulses were not obtainable. The pt was taken to surgery where a thrombectomy was performed. According to the surgeon, the anchor was found three inches proximal to the arteriotomy and situated across the lumen of the artery; collagen was found to be intra-arterial. F/u with the hospital on 1/13/98 confirmed that the pt was discharged home.